Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. As a result, the ipg was explanted so that the infection could be treated. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain around the ipg pocket incision site, and wound dehiscence and drainage was observed. The wound was cleaned with hydrogen peroxide and dressed. Later, the site became tender, irritated, the pain increased, drainage continued, and the patient experienced generalized chills. An infection was ultimately confirmed, and the patient was hospitalized. Surgery occurred in which the ipg was explanted so that the infection could be treated.